Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2022: (B)(6). (B)(6), md. Preoperative diagnosis: ¿paraesophageal hernia with failed prior nissen fundoplication, dysphagia, and distal esophageal obstruction.¿ on (B)(6) 2022: (B)(6). (B)(6), md. Indications: ¿this patient had undergone a nissen fundoplication approximately 6 years previously. He had herniated his wrap in a paraesophageal form, which had kinked off his distal esophagus, where he was having difficulty even swallowing water, patient had lost more than 30 pounds and recently been hospitalized for dehydration.¿ implant procedure: laparoscopic redo paraesophageal hernia repair with takedown of nissen fundoplication. Creation of troupet fundoplication. Placement of absorbable mesh. Intraoperative endoscopy. Lysis of adhesions. [Implant: pid not provided]. Implant date: (B)(6) 2022 (hospitalization dates unknown) on (B)(6) 2022: (B)(6). (B)(6) md. Operative report. Assistant: (B)(6), md and (B)(6), md. Postoperative diagnosis: paraesophageal hernia with failed prior nissen fundoplication, dysphagia, and distal esophageal obstruction. Herniated fundoplication. Recurrent hiatal hernia. Extensive adhesions. Anesthesia: general. Estimate blood loss: 100ml. Complications: none. Findings: ¿findings at: the time of operation were dense scarring in the area of the hiatus, underneath the liver and the stomach, the patient had herniated his entire fundoplication, which was 90% intact, but around the stomach, not around the esophagus. The stomach was densely scarred to itself and to the surrounding tissues. There were numerous old sutures at the level of the hiatus, with u appearance that the wrap had been previously sutured to the diaphragm. The intraoperative endoscopy following takedown and creation of the toupet revealed patent esophagus with the easy passage of the scope directly through the area of the fundoplication into the stomach. The stomach appeared grossly normal. The retroflexed view revealed an excellent configuration of a partial fundoplication. The flexible scope was used to confirm that the toupet fundoplication was placed above the z -line approximately with the bottom sutures on the fundoplication 1 to 2 cm above the gastroesophageal junction. The patient also had some adhesions in the lower abdomen, which were lysed with the harmonic scalpel.¿ procedure: ¿after the induction of general endotracheal anesthesia, the patient was positioned in the supine position, prepped and draped in usual, sterile fashion. A 10 mm skin incision was made through an old scar in the supraumbilical midline. Dissection was carried through the subcutaneous tissue to the level of the fascia. The fascia was grasped, elevated and incised. The peritoneum was grasped, elevated and incised. Stay sutures were placed on each side of this incision. The hasson was introduced under direct visualization into the peritoneal cavity without injury to underlying structures. The abdomen was insufflated to 15 mmhg pressure using carbon dioxide. A 30-degree laparoscope was inserted and a 360-degree evaluation was undertaken. The previously described findings were noted. The patient was placed in reverse trendelenburg position. A 5 mm right upper quadrant subcostal port was placed. A 5 mm right mid abdominal port was placed. A 3 mm nathanson retractor was placed in the subxiphoid midline and the left lobe of the liver was elevated. There were adhesions between the stomach and the liver. The retractor was secured to the self -retaining device. Then a 5 mm left mid abdominal port was placed. Attention was turned to the upper abdomen, where the adhesions between the liver and the stomach were taken down with the harmonic scalpel. Attention was then turned to the level of mobilizing the stomach from the adhesions around the diaphragm. This was a tedious dissection, but was carried out until both crural muscles could be identified. There was significant amount of stomach going through the diaphragm into the chest. Very carefully, mobilization was carried out to separate the diaphragm from the stomach. Once this was accomplished, the stomach could be reduced into the abdominal cavity. At this point, it was noted that the previous nissen was approximately 90% intact; however, the wrap was to 4 cm below the gastroesophageal junction, scarred to the stomach. Very tedious dissection was carried out to mobilize the fundoplication so the stomach could be completely mobilized back to a normal position. This required both right side and left side dissection and then retroesophageal dissection. Once this was accomplished, a penrose drain was placed around the gastroesophageal junction, which was elevated and retracted so that mediastinal mobilization could be carried out. Care was taken to stay off the wall of the esophagus so as to protect the anterior and posterior vagus nerves, and dissection was carried 10 cm into the mediastinum, so that at this point 4 cm of distal esophagus rested within the abdominal cavity without tension. At this point, repair of the diaphragmatic defect was carried out. This defect was 3 to 4 times its normal diameter. Interrupted sutures were placed from posterior up to the posterior wall of the esophagus. This left a remaining hiatus that would admit the esophagus without impingement a s well as a 5 mm instrument could fit alongside the esophagus. The crural closure required reinforcement, and a u-shaped piece of bio-a mesh was placed behind the esophagus with care taken to avoid the mesh being against the posterior wall of the esophagus. The mesh was secured with a single suture to the right and one to the left of the esophagus, with the mesh secured to the crural musculature. The fundoplication was then performed. The area of the greater curvature of the stomach was identified. The posterior wall was elevated. This was passed behind the esophagus. Both the stand-alone and shoeshine maneuvers were performed. Then, a 270- degree toupet fundoplication was carried out with 3 sutures on the right-hand side, 3 on the left -hand side, for a 2 cm long partial fundoplication, there was no bleeding. No evidence of injury at this point. The abdomen was carefully examined, the flexible endoscopy was then used to examine the esophagus and stomach. This was passed down the patient's mouth, ail passed through the esophagus under direct visualization down to the level of the fundoplication. Transillumination was carried out. Irrigation was carried out over the esophagus. There was no evidence of bubbling. No evidence of perforation from the esophagus or stomach. The area was carefully examined. There were no mucosal tears or bleeding on the mucosal surface. The scope passed easily into the stomach. The stomach was examined, grossly normal. The retroflexed view then revealed the fundoplication, which again appeared to be in excellent configuration. The scope was straightened. The stomach was evacuated of air and fluid. The scope was withdrawn, once again carefully examining the area of extensive dissection and the area of the fundoplication. All appeared to be normal with no evidence of injury. The scope was then slowly withdrawn from the esophagus as suction was carried out. Once flexible scope was out the patients mouth, attention was turned hack to the abdomen. The adhesions were taken down from the pelvis using the harmonic scalpel. The abdomen was carefully examined. There was no bleeding, no injury. All bits of scar tissue that had been freed from around the stomach and hiatus were removed and discarded. Two 2 x 2 sponges had been placed within the abdomen for dabbing tissue where there was any degree of oozing. These were both removed. The penrose drain was removed. All foreign material was out. The abdomen was carefully examined. The nathanson retractor was then removed. The patient was returned to a supine position. The abdomen was examined as each port was removed. There was no bleeding from the port sites, with the exception of a small amount of bleeding from the right most lateral port. This required passage of the harmonic scalpel from the left-handed side port and cauterizing the muscle and peritoneum. Once this was accomplished, bleeding had ceased from the site. The harmonic scalpel was removed. The remaining ports were removed. The port sites were once again carefully examined. There was no bleeding at any sites. The scope was removed. The pneumoperitoneum was thoroughly evacuated. The hasson was removed. The hasson site was closed with 2 figure-of-eight 0 vicryl sutures. This created a secure fascial closure. Each wound was instilled with local anesthesia for a total of 30 ml of 0.25% marcaine. Subcutaneous tissue was irrigated. The skin was closed with 4-0 monocryl suture. Sterile dressings were applied. The patient was awakened, taken to the recovery room in stable condition.¿ relevant medical information: on (B)(6) 2022: (B)(6) hospital. (B)(6), rt. Imaging. Xray upper gi [gastrointestinal]. Indication: ¿status post redo hiatal hernia repair and fundoplication.¿ impression: ¿postoperative changes related to nissen fundoplication procedure. No evidence of reflux. Gastric emptying was delayed on this exam. It took approximately 20 minutes for the stomach to empty into the small bowel loops. Otherwise, normal examination.¿ on (B)(6) 2022: (B)(6) hospital. (B)(6) . Emergency department visit. Chief complaint: ¿abdominal pain.¿ visit diagnosis: ¿abdominal pain, epigastric. Drug-seeking behavior.¿ hpi [history of present illness]: ¿patient is a 50-year-old male who comes in today with complaint of abdominal pain for a week. Patient states that 3 months ago he had a hernia repair. He states that recently he had an endoscopy. The patient denies any other symptoms at this time. Patient denies any other provoking or palliative factors.¿ ¿patient presents with abdominal pain times one week, got worse today within the last hour and a half. Feeling dizzy, nauseated but able to vomit or burp. Had esophageal hernia repair in (B)(6) .¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), md. Imaging. Xray esophagus barium swallow. Impression: ¿retention of contrast in the esophagus proximal to the fundoplication wrap.¿ (B)(6) 2023: (B)(6), md. Procedure: endoscopy. H&p [history and physical]. Chief complaint: ¿(B)(6) (B)(6) is a 50 y.o. [Year old] old male who presents for an endoscopy to evaluate for dysphagia s/p [status post] toupet fundoplication.¿ physical exam: ¿abdomen: soft, non-tender. Bowel sounds normal. No masses.¿ impression and recommendation: ¿will proceed with egd [esophagogastroduodenoscopy] +/- dilation and biopsies (depending on findings).¿ indications: ¿dysphagia.¿ impressions: ¿fluid in the distal esophagus. Fluid aspiration performed. Benign appearing esophageal stenosis. Dilated. A toupet fundoplication was found. Normal examined duodenum.¿ (B)(6) 2023: (B)(6) hospital. (B)(6). Emergency department visit. Chief complaint: ¿abdominal pain.¿ visit diagnosis: ¿partial gastric outlet obstruction. History of esophageal stricture. Generalized anxiety disorder.¿ chief complaint: ¿abdominal pain. C/o [complains of] gas since thoracotomy four months ago; md told to come to hospital.¿ history of present illness: ¿51-year-old male with history of anxiety, asthma, bph, esophageal stricture, gastric ulcer, esophagitis, ibs, hypertension and hiatal hernia status post suspected fundoplication and thoracotomy to remove mesh (B)(6) 2023 presented with complaints of abdominal pain that began approximately 2 weeks prior. Patient states that he was doing well porcelain [sic] surgery and had actually gained back oz. That a couple weeks ago noticed the abdominal pain that increasingly got worse till 3-4 days ago was accompanied by loose bowel movement and nausea but no vomiting. Patient states he went to the doctor¿s office yesterday and they found trapped air in his abdomen. Patient states he has now been at on [sic] able to eat because of the significant nausea. Patient also states he has been unable to vomit. Upon presentation, CT abdomen pelvis showed gaseous distension of stomach and bowels but no evidence for obstruction. Ng [nasogastric] was placed while in ER. Patient also received dilaudid, zofran and 1l normal saline while in ER. Upon by exam, patient was lying in bed with ng in place. Your [sic] green contents from ng drainage. Discussed plan for surgical eval.¿ physical exam: ¿gastrointestinal: soft, non distended, mild diffuse tenderness, increased bs [bowel sounds].¿ CT abdomen and pelvis: ¿results: no acute findings. No CT evidence of acute intra-abdominal inflammation of neoplasia cholecystectomy. Mild gaseous distension of the stomach but without evidence for obstruction.¿ assessment: ¿decrease gastric and bowel mobility status post redo fundoplication with suspected vagus nerve apraxia. Abdominal pain and anorexia secondary to above.¿ plan: ¿admit to inpatient. Discussed with surgery and patient likely has vagus nerve apraxia from redo fundoplication, recommends reglan and gastric emptying study as well as dc [discontinue] ng.¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), md. General surgery consult note. ¿51-year-old male presented to the emergency room with progressively epigastric distention pain and excessive salivation for the last 2 weeks she had a laparoscopic hernia repair 8 years ago this was followed by a laparoscopic redo operation in (B)(6) of last year. This was also followed by a thoracotomy and a redo removal of mesh and valvuloplasty in (B)(6) of this year. I was consulted for evaluation.¿ physical exam: ¿gastrointestinal: abdomen is soft, nontender and nondistressed. Bowel sounds are positive in all 4 quadrants. No masses or hepatosplenomegaly.¿ assessment: ¿multiple hernia surgery reduce and revisions upon reviewing the images of the most recent CT scan my see appears to be retentive stomach likely from gastroparesis. Patient is currently on treatment by the primary surgeon as well as local endoscopist. I recommend a gastric emptying study as well as an upper gi series to see the proper motility from the esophagus as well as motility in the stomach. I discussed with him natural history progression of this disease as well as decision making with previous surgeries, I will continue to follow this patient throughout the hospital stay after the proper investigation is performed. Further recommendations based on those results.¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), md. CT abdomen and pelvis. Impressions: ¿no acute findings. No CT evidence of acute intra-abdominal inflammation or neoplasia. Cholecystectomy. Mild gaseous distention of the stomach but without evidence for obstruction.¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), aprn. Emergency department visit. Chief complaint: ¿shortness of breath.¿ diagnosis: ¿dysphagia, anxiety about health.¿ chief complaint: ¿pt [patient] is sob [short of breath], swollen throat, cannot open mouth. Pt can swallow but states ¿barely¿ but eats liquids and puree food. Pt had a thoracotomy in (B)(6).¿ hpi: ¿51-year-old male with history of anxiety, esophageal stricture, asthma, bph, esophagitis, gastric ulcer, gero, hiatal hernia, hypertension, ibs presenting with difficulty swallowing, this has been an ongoing issue for greater than 12 months, has been evaluated by both dr. (B)(6), gi and dr. (B)(6), general surgery for same. Is currently awaiting appointments for barium swallow and appointment at swallow center. He was seen by his pcp, dr. (B)(6) earlier today, advised to present to ed for evaluation. His new symptoms today, include chills and shortness of breath.¿ disposition: ¿discharge with instructions to obtain outpatient follow-up patient¿s symptoms and findings.¿ on (B)(6) 2023: (B)(6) hospital. Imaging. Xr [x-ray] esophagus barium swallow. Findings: ¿the proximal esophagus distended normally. No ulcerations of constricting obstructing lesions were identified. Distal esophageal spasm was noted. There was delayed peristalsis with stasis of contrast in the esophagus. There was no significant reflux.¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), md. Emergency department visit. ¿patient c/o left sided abdominal that radiates up into chest with nausea. Patient reports numbness in bilateral hands worse on left side than right for the past 2 days. States that he is unable to talk normal anymore or open mouth currently.¿ review of systems: ¿gastrointestinal: positive nausea, no emesis, positive abdominal pain.¿ physical exam: ¿gastrointestinal: abdomen is soft, nontender and nondistended. Bowel sounds are positive in all 4 quadrants. Patient is belching during exam.¿ on (B)(6) 2023: (B)(6) hospital. (B)(6), md. CT chest abdomen pelvis. Impression: ¿no acute findings identified throughout the chest, abdomen and pelvis.¿ on (B)(6) 2024: (B)(6) hospital. (B)(6), md. Upper gi endoscopy. Indication: ¿dysphagia.¿ impression: ¿small hiatal hernia. Mild schatzki ring. Dilated. Biopsied. No gross lesions in the entire stomach. No gross lesions in the entire examined duodenum.¿ findings: ¿a small hiatal hernia was present. A mild schatzki ring was found at the gastroesophageal junction. A tts dilator was passed through the scope. Dilation with an 18-19-20 mm balloon dilator was performed to 20 mm. The dilation site was examined and showed mild mucosal disruption. Biopsies were taken with a cold forceps for histology. No gross lesions were noted in the entire examined stomach. No gross lesions were noted in the entire examined duodenum.¿ explant procedure: not provided a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2022: (B)(6) md. Preoperative diagnosis: ¿paraesophageal hernia with failed prior nissen fundoplication, dysphagia, and distal esophageal obstruction.¿ on (B)(6) 2022: (B)(6) md. Indications: ¿this patient had undergone a nissen fundoplication approximately 6 years previously. He had herniated his wrap in a paraesophageal form, which had kinked off his distal esophagus, where he was having difficulty even swallowing water, patient had lost more than 30 pounds and recently been hospitalized for dehydration.¿ implant procedure: laparoscopic redo paraesophageal hernia repair with takedown of nissen fundoplication. Creation of troupet fundoplication. Placement of absorbable mesh. Intraoperative endoscopy. Lysis of adhesions. [Implant: pid not provided]. Implant date: on (B)(6) 2022 (hospitalization dates unknown). On (B)(6) 2022: (B)(6) md. Operative report. Assistant: (B)(6) md. Postoperative diagnosis: paraesophageal hernia with failed prior nissen fundoplication, dysphagia, and distal esophageal obstruction. Herniated fundoplication. Recurrent hiatal hernia. Extensive adhesions. Anesthesia: general. Estimate blood loss: 100ml. Complications: none. Findings: ¿findings at: the time of operation were dense scarring in the area of the hiatus, underneath the liver and the stomach, the patient had herniated his entire fundoplication, which was 90% intact, but around the stomach, not around the esophagus. The stomach was densely scarred to itself and to the surrounding tissues. There were numerous old sutures at the level of the hiatus, with u appearance that the wrap had been previously sutured to the diaphragm. The intraoperative endoscopy following takedown and creation of the toupet revealed patent esophagus with the easy passage of the scope directly through the area of the fundoplication into the stomach. The stomach appeared grossly normal. The retroflexed view revealed an excellent configuration of a partial fundoplication. The flexible scope was used to confirm that the toupet fundoplication was placed above the z -line approximately with the bottom sutures on the fundoplication 1 to 2 cm above the gastroesophageal junction. The patient also had some adhesions in the lower abdomen, which were lysed with the harmonic scalpel.¿ procedure: ¿after the induction of general endotracheal anesthesia, the patient was positioned in the supine position, prepped and draped in usual, sterile fashion. A 10 mm skin incision was made through an old scar in the supraumbilical midline. Dissection was carried through the subcutaneous tissue to the level of the fascia. The fascia was grasped, elevated and incised. The peritoneum was grasped, elevated and incised. Stay sutures were placed on each side of this incision. The hasson was introduced under direct visualization into the peritoneal cavity without injury to underlying structures. The abdomen was insufflated to 15 mmhg pressure using carbon dioxide. A 30-degree laparoscope was inserted and a 360-degree evaluation was undertaken. The previously described findings were noted. The patient was placed in reverse trendelenburg position. A 5 mm right upper quadrant subcostal port was placed. A 5 mm right mid abdominal port was placed. A 3 mm nathanson retractor was placed in the subxiphoid midline and the left lobe of the liver was elevated. There were adhesions between the stomach and the liver. The retractor was secured to the self -retaining device. Then a 5 mm left mid abdominal port was placed. Attention was turned to the upper abdomen, where the adhesions between the liver and the stomach were taken down with the harmonic scalpel. Attention was then turned to the level of mobilizing the stomach from the adhesions around the diaphragm. This was a tedious dissection, but was carried out until both crural muscles could be identified. There was significant amount of stomach going through the diaphragm into the chest. Very carefully, mobilization was carried out to separate the diaphragm from the stomach. Once this was accomplished, the stomach could be reduced into the abdominal cavity. At this point, it was noted that the previous nissen was approximately 90% intact; however, the wrap was to 4 cm below the gastroesophageal junction, scarred to the stomach. Very tedious dissection was carried out to mobilize the fundoplication so the stomach could be completely mobilized back to a normal position. This required both right side and left side dissection and then retroesophageal dissection. Once this was accomplished, a penrose drain was placed around the gastroesophageal junction, which was elevated and retracted so that mediastinal mobilization could be carried out. Care was taken to stay off the wall of the esophagus so as to protect the anterior and posterior vagus nerves, and dissection was carried 10 cm into the mediastinum, so that at this point 4 cm of distal esophagus rested within the abdominal cavity without tension. At this point, repair of the diaphragmatic defect was carried out. This defect was 3 to 4 times its normal diameter. Interrupted sutures were placed from posterior up to the posterior wall of the esophagus. This left a remaining hiatus that would admit the esophagus without impingement a s well as a 5 mm instrument could fit alongside the esophagus. The crural closure required reinforcement, and a u-shaped piece of bio-a mesh was placed behind the esophagus with care taken to avoid the mesh being against the posterior wall of the esophagus. The mesh was secured with a single suture to the right and one to the left of the esophagus, with the mesh secured to the crural musculature. The fundoplication was then performed. The area of the greater curvature of the stomach was identified. The posterior wall was elevated. This was passed behind the esophagus. Both the stand-alone and shoeshine maneuvers were performed. Then, a 270- degree toupet fundoplication was carried out with 3 sutures on the right-hand side, 3 on the left -hand side, for a 2 cm long partial fundoplication, there was no bleeding. No evidence of injury at this point. The abdomen was carefully examined, the flexible endoscopy was then used to examine the esophagus and stomach. This was passed down the patient's mouth, ail passed through the esophagus under direct visualization down to the level of the fundoplication. Transillumination was carried out. Irrigation was carried out over the esophagus. There was no evidence of bubbling. No evidence of perforation from the esophagus or stomach. The area was carefully examined. There were no mucosal tears or bleeding on the mucosal surface. The scope passed easily into the stomach. The stomach was examined, grossly normal. The retroflexed view then revealed the fundoplication, which again appeared to be in excellent configuration. The scope was straightened. The stomach was evacuated of air and fluid. The scope was withdrawn, once again carefully examining the area of extensive dissection and the area of the fundoplication. All appeared to be normal with no evidence of injury. The scope was then slowly withdrawn from the esophagus as suction was carried out. Once flexible scope was out the patients mouth, attention was turned hack to the abdomen. The adhesions were taken down from the pelvis using the harmonic scalpel. The abdomen was carefully examined. There was no bleeding, no injury. All bits of scar tissue that had been freed from around the stomach and hiatus were removed and discarded. Two 2 x 2 sponges had been placed within the abdomen for dabbing tissue where there was any degree of oozing. These were both removed. The penrose drain was removed. All foreign material was out. The abdomen was carefully examined. The nathanson retractor was then removed. The patient was returned to a supine position. The abdomen was examined as each port was removed. There was no bleeding from the port sites, with the exception of a small amount of bleeding from the right most lateral port. This required passage of the harmonic scalpel from the left-handed side port and cauterizing the muscle and peritoneum. Once this was accomplished, bleeding had ceased from the site. The harmonic scalpel was removed. The remaining ports were removed. The port sites were once again carefully examined. There was no bleeding at any sites. The scope was removed. The pneumoperitoneum was thoroughly evacuated. The hasson was removed. The hasson site was closed with 2 figure-of-eight 0 vicryl sutures. This created a secure fascial closure. Each wound was instilled with local anesthesia for a total of 30 ml of 0.25% marcaine. Subcutaneous tissue was irrigated. The skin was closed with 4-0 monocryl suture. Sterile dressings were applied. The patient was awakened, taken to the recovery room in stable condition.¿ relevant medical information: on (B)(6) 2022: (B)(6), rt. Imaging. Xray upper gi [gastrointestinal]. Indication: ¿status post redo hiatal hernia repair and fundoplication.¿ impression: ¿postoperative changes related to nissen fundoplication procedure. No evidence of reflux. Gastric emptying was delayed on this exam. It took approximately 20 minutes for the stomach to empty into the small bowel loops. Otherwise, normal examination.¿ on (B)(6) 2022: (B)(6), do. Emergency department visit. Chief complaint: ¿abdominal pain.¿ visit diagnosis: ¿abdominal pain, epigastric. Drug-seeking behavior.¿ hpi [history of present illness]: ¿patient is a 50-year-old male who comes in today with complaint of abdominal pain for a week. Patient states that 3 months ago he had a hernia repair. He states that recently he had an endoscopy. The patient denies any other symptoms at this time. Patient denies any other provoking or palliative factors.¿ ¿patient presents with abdominal pain times one week, got worse today within the last hour and a half. Feeling dizzy, nauseated but able to vomit or burp. Had esophageal hernia repair on (B)(6).¿ on (B)(6) 2023: (B)(6), md. Imaging. Xray esophagus barium swallow. Impression: ¿retention of contrast in the esophagus proximal to the fundoplication wrap.¿ on (B)(6) 2023: (B)(6), md. Procedure: endoscopy. H&p [history and physical]. Chief complaint: ¿(B)(6) is a 50 y.o. [Year old] old male who presents for an endoscopy to evaluate for dysphagia s/p [status post] toupet fundoplication.¿ physical exam: ¿abdomen: soft, non-tender. Bowel sounds normal. No masses.¿ impression and recommendation: ¿will proceed with egd [esophagogastroduodenoscopy] +/- dilation and biopsies (depending on findings).¿ indications: ¿dysphagia.¿ impressions: ¿fluid in the distal esophagus. Fluid aspiration performed. Benign appearing esophageal stenosis. Dilated. A toupet fundoplication was found. Normal examined duodenum.¿ explant procedure: not provided. Relevant medical information: on (B)(6) 2023: (B)(6) do. Emergency department visit. Chief complaint: ¿abdominal pain.¿ visit diagnosis: ¿partial gastric outlet obstruction. History of esophageal stricture. Generalized anxiety disorder.¿ chief complaint: ¿abdominal pain. C/o [complains of] gas since thoracotomy four months ago; md told to come to hospital.¿ history of present illness: ¿51-year-old male with history of anxiety, asthma, bph, esophageal stricture, gastric ulcer, esophagitis, ibs, hypertension and hiatal hernia status post suspected fundoplication and thoracotomy to remove mesh on (B)(6) 2023 presented with complaints of abdominal pain that began approximately 2 weeks prior. Patient states that he was doing well porcelain [sic] surgery and had actually gained back oz. That a couple weeks ago noticed the abdominal pain that increasingly got worse till 3-4 days ago was accompanied by loose bowel movement and nausea but no vomiting. Patient states he went to the doctor¿s office yesterday and they found trapped air in his abdomen. Patient states he has now been at on [sic] able to eat because of the significant nausea. Patient also states he has been unable to vomit. Upon presentation, CT abdomen pelvis showed gaseous distension of stomach and bowels but no evidence for obstruction. Ng [nasogastric] was placed while in ER. Patient also received dilaudid, zofran and 1l normal saline while in ER. Upon by exam, patient was lying in bed with ng in place. Your [sic] green contents from ng drainage. Discussed plan for surgical eval.¿ physical exam: ¿gastrointestinal: soft, non distended, mild diffuse tenderness, increased bs [bowel sounds].¿ CT abdomen and pelvis: ¿results: no acute findings. No CT evidence of acute intra-abdominal inflammation of neoplasia cholecystectomy. Mild gaseous distension of the stomach but without evidence for obstruction.¿ assessment: ¿decrease gastric and bowel mobility status post redo fundoplication with suspected vagus nerve apraxia. Abdominal pain and anorexia secondary to above.¿ plan: ¿admit to inpatient. Discussed with surgery and patient likely has vagus nerve apraxia from redo fundoplication, recommends reglan and gastric emptying study as well as dc [discontinue] ng.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic paraoesophageal hernia repair on (B)(6) 2022, whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2023, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: on (B)(6) 2022: lap redo paraesophageal hernia repair with takedown nissen fundoplication, placement of absorbable mech. (Index) injuries: belching, anxiety, abdominal pain, dysphagia, 4 day hospitalization for esophageal stricture necessitating dilation. Weight loss, esophageal dysmotility, ge junction mucosal thickening, esophageal stenosis, 10 day hospitalization for malnutrition, dysphagia, esophageal dysmotility, 3 day hospitalization for gastric outlet obstruction, generalized anxiety disorder, anorexia, suspected nerve apraxia. Esophageal spasm. 7 day hospitalization for esophageal dysmotility, vagus nerve injury, recurrent hiatal hernia, malnutrition. On (B)(6) 2023 left thoracotomy, upper gi endoscopy (revision) for removal of mesh material finding esophageal obstruction, esophageal stenosis, gerd, recurrent hiatal hernia, phelgmon from gi leak, mesh adhesions. On (B)(6) 2024, egd showed hiatal hernia and schatzki ring, dilated, piopsied, path with squamocolumnar mucosal with chronic inflammation. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI # h4: added device manufacture date. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.